Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) device was observed with pacing and sensing problems due to a connection issue with the right ventricular (rv) lead. The physician decided to program to unipolar and scheduled a revision the next day. The lead was unable to be properly reconnected to the device during the revision. The device was explanted and replaced with a new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.